Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported the on/off rocker switch was working intermittently. At times, the device did not power on. An alternate device was employed. No other details regarding the nature of the event were provided. There were no adverse consequences to a pt as a result of this event.

Manufacturer narrative:
Device eval anticipated, but not yet begun.